Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device lost power while monitoring a pt. A second device was reported to be available during the event. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.